Event description:
The customer reported that the insulin pump delivered 10.0 unit of insulin by itself. Reviewed the bolus history, and the customer stated that she may have accidently entered the bolus. However, the bolus was stopped at 3.0 units. Assisted the customer with changing the maximum bolus to 3.0 units. Advised the customer to monitor her blood glucose. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.